Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. The liberty cycler had one previous non-conformance. Valve #2 tubing had a pinhole that caused a balloon valve leak. Tubing was fixed and resolved the leak. There were no other deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's peritoneal dialysis nurse (pdrn) reported that the patient was cultured for suspected peritonitis. The patient was not hospitalized. Patient was treated with vancomycin 500mg and cefazolin 1gm 2x daily for two weeks. Patient was pre-scheduled to change treatment modality and is now receiving treatment at an in-center hemodialysis clinic. Medical records have been requested.